Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump was submerged under water and was no longer responsive and the pump battery was unresponsive. Reportedly, the pump was packed away in a storage unit that became flooded. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.